Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received regarding a trial patient with an external neurostimulator (ens). Health care professional reported the patient was in phase 1 trial and they had a blanket wrapped around them. When they pulled it off over their head they stripped the wire and their therapy stopped. It was reported that the white casing around the wire was stripped and the wire was exposed. No symptoms were reported/anticipated.